Event description:
N/a.

Manufacturer narrative:
An event of the delivery cable encountering resistance and spiraling, preventing further advancement was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. One image was received from the field which was reviewed by abbott medical affairs. The review found that a single fluoroscopy image was provided which showed the torqvue lp catheter with the delivery cable and piccolo occluder at the distal end. The distal floppy segment of the delivery cable appeared to have a ripple (spiral). It was unknown what was the cause of the spiral and how it contributed to difficulty advancing the occluder. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 5 mm x 6 mm amplatzer piccolo occluder was selected for an implant using a 4f amplatzer torqvue low profile catheter. During the procedure, the steel cable connecting the instruments encountered resistance and spiraled, preventing the proper transport of the instruments. The device was neither detached nor loose; it was just unable to advance within the delivery system. As there were no replacement tools of the same model prepared, the surgery was halted, and the patient safely exited the operating table.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.